Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified 20g bd catheter experienced a needle through the catheter prior to use. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. Complaint 2 of 2: this complaint is for the 20g catheter (no product # listed). Per complaint: 20 g catheters have sheath covering torn/ripped ¿ this is noted when package opened and cap removed.

Event description:
It was reported that the unspecified 20g bd catheter experienced a needle through the catheter prior to use. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. Complaint 2 of 2: this complaint is for the 20g catheter (no product # listed). Per complaint: 20g catheters have sheath covering torn/ripped ¿ this is noted when package opened and cap removed.

Manufacturer narrative:
H.6. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time. H3 other text : see section h.10.